Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during initial setup the ilet displayed a restart alert, was restarted, and then would not power back on, rendering the device unavailable for therapy; a replacement ilet was provided and the patient had not initiated insulin delivery, so blood glucose was not affected. Symptoms included no adverse clinical effects. Outcomes included no impact to health and continued glucose monitoring with cgm. Investigation included customer service troubleshooting, education on shutdown procedure, and receipt and inspection of the returned device. Investigation of this case revealed a device malfunction consistent with a shutdown/power failure of the pump unit during initialization, with no patient impact. It was concluded that the issue was the result of a cap touch button failure of unknown cause.